Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed an obstructed wash/vacuum probe and cuvette overflow. The fse proceeded to clean the probe to resolve the issue and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported obtaining "10 consecutive cuvettes failing water blank" errors involving the unicel dxc 800 synchron system. The customer also reported a cuvette overflow at the time of the event but no erroneous results were generated. There was no change or affect to patient treatment in connection with this event. It is unknown of what personal protective equipment the customer wore at the time of the event but there was no report of injury or exposure.